Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrest could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files revealed the lvad operating as intended at the set speed when the driveline was connected, with no notable events or alarms. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted after cardiac arrest. The left ventricular assist device (lvad) was interrogated, and multiple alarms were detected across both system controllers. Log files from the patient¿s primary controller and backup controller were sent for review. Log file review from primary controller ((B)(6)) showed that on (B)(6) 2025, prior to the driveline (dl) disconnect / controller swap, the event file captured an odd string of intermittent power cable disconnects along with low power events and odd voltage values. This appeared to occur predominantly on the controller white lead while on battery power but there are also times when voltage issues were occurring on the black lead. After the controller exchange and then returning to operating on (B)(6) the issues reoccurred. Advisory and hazard alarm was noted. Additionally, log files were submitted for review for backup controller (B)(6). Once operation was switched to this controller, the issues persisted. The patient was only connected to this controller for about four minutes.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.